Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed selftest, unexpected restart error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force sensor resistor (gold). The motor was tested outside the device and passed. The insulin pump was received with corroded battery tube. The insulin pump was received with cracked battery tube threads. The insulin pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call that they received a motor error alarm during a prime. Customer's blood glucose was unknown. The customer stated the drive support cap appeared to be normal. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.